Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported patient started ¿losing control of her bladder last week and she was throwing up and had to self-cath and they called an ambulance and took her to the ER¿. She also had fainted and was throwing up while in the lawyer¿s office. Patient stated that "2 years ago, she would turn to the right or left while driving, and "felt a snap in her neck and her neck got caught and she couldn¿t turn it to the left for 30 seconds or a minute and then it went away but she remained in pain and it calmed down and then a week later it happened again". Patient was asked if this started in 2015 but patient said she wasn¿t sure and said it could have been a year ago, but she couldn¿t confirm which year. Patient stated that ever since this happened, she has had pain in her neck ever since. She had pain in her pelvic area for "the past 10 days or so, it had been very painful". Patient indicated she needed MRI of her c-spine, and said that in the future she would need a brain scan since her mother died due to aneurysms and they wanted to make sure it wasn¿t a genetic medical issue. Patient stated she knew she can¿t have an MRI of her c-spine. She had "bad migraines and bad headaches and nosebleeds starting 2 weeks ago" and clarified it was the end of may. She might need an MRI in the future for this reason. She was having "numbness in her leg, arm and behind her ears and also her eye and it radiated down her legs" and said this started "about a week ago". Patient clarified this started in june. There were no further complications that have been reported as a result of this event.